Event description:
Related manufacturer reference number: 2017865-2021-35236. Related manufacturer reference number: 2017865-2021-35239. It was reported that the patient's pacemaker system had an unspecified infection. The system was removed. The patient had no adverse consequences.